Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly after receiving a continuous glucose monitor error. The customer's blood glucose level was 80 mg/dl. The customer was instructed to reset the pump to resolve the issue the customer was instructed to reset the pump to resolve the issue, and was able to continue using pump for insulin therapy.